Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of broken stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg tls stylet. Blood residue was observed on the sample. The sample was received ion two segments which shared a complete break 9.5cm distal of the yellow handle assembly. The stylet exhibited curved shape memory in the vicinity of the break. Microscopic inspection of the break site revealed an irregular and granular fracture surface. Deformation was observed in the vicinity of the break. Regions of increased luster were observed in the break surface. The break profile curved inward on one side and flared outward on the opposite side. The curved shape memory and granular fracture surface suggested that tensile (pulling) stress may have contributed to the observed break. The curved and flared break profile suggested that shear stress also contributed to the observed break. It could not be determined how that shearing and tensile stress occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet removal technique and contact with a traumatic instrument. A lot history review (lhr) of recs2540 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement the ECG stylet in the PICC sheared off. No other informaiton was provided.